Event description:
An unknown patient was seen with high impedance, the patient is scheduled for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.